Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation, but performance data was collected from the device and analyzed. An impedance increase was observed. The rv (right ventricular) pacing impedance measurement was in the 900 - 1100 ohm range until the week ending (B) (6) 2009, when the values began to increase. The minimum/maximum for that week were 936/1136 ohms. For the week ending (B) (6) 2009, the minimum/maximum was 14688/15376 ohms.

Event description:
It was reported that the lead had increased/high impedance. The threshold had also increased from 1v to 4v. The pace/sense portion of the lead was capped and replaced with a new lead. The high voltage portion remains in use. There were no reported patient complications as a result of this event.